Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot # va0kyug, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
A patient reported that prior to getting an interstim device; she had a sling put in. The sling was too high and she didn't want to use a catheter. Her healthcare provider referred her to her current urologist and she told him that she had to catheterize herself and she "peed like a horse." Her healthcare provider said he could take care of it, "messed with her bladder," and "screwed it up." It got worse and worse and the device was then recommended to the patient. The patient said it was a mistake. Her indication for use was noted as gastrointestinal/pelvic floor. Interstim therapy never helped her with symptom control. A manufacturer representative adjusted the device two to three times. In (B)(6) 2015 the patient started noticing the device was coming out and she just had skin on top of it. A manufacturer representative was asked to look at it and said that it was too high, it was coming up, and she was rejecting it. It was suggested to the patient that she have the healthcare provider re-implant the device deeper. Additional information from the consumer reported that it was not inserted properly by the doctor. She went to another doctor who removed it and replaced it. She noticed a big difference in getting the problem solved. It was a big relief to her to have the device properly in place and help her correct her problems. No further information was provided. If additional information is received, a follow up report will be sent.